Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 22.4 mmol/l. Customer also reported that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated self test was passed. Auto mode feature was unknown at the time of the event. The insulin pump will not be returned for analysis.